Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out externalized conductors were noted on the right ventricular lead. The lead was left implanted. At a later follow up, the lead exhibited noise, and the lead was then capped and replaced. The patient tolerated the procedure well.